Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2020. It was reported that the infection was first noticed on approximately 2019 the cause of the infection was a "self inflicted abrasion/laceration" to the pump areal; the patient had tried to "self remove" the pump. The issue was considered resolved. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's pump system was explanted due to an infection.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Non-destructive analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.